Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown helical blade/unknown lot number. Original implant date: unknown, unsure if date is 6 months ago or in (B)(6) 2013. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision surgery was performed on (B)(6) 2015 after x-rays on an unknown date revealed that helical blade had cut out. All hardware including the nail, helical blade and distal locking screw were removed. The patient was revised to a total hip. There was no broken hardware. The revision surgery was successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).